Event description:
Hcp reported 9 months after implant in 2002, the pump alarm started beeping in a continuous mode and the hcp could not obtain telemetry even though he used 2 different programmers. The patient had undergone radiotherapy treatments in early may to treat a pelvic sarcoma not far from the pump location. There was no patient injury associated with the event. The device system was explanted and returned to the manufacturer for analysis. The patient outcome was not reported. Numerous attempts to get additional information from the hcp have been unanswered. A follow up report will be filed when this information is received.